Event description:
Dust particles found inside 1ml ls syringe 27g*1/2" ( catcode 303284, lot 3352413 ) pack. In multiple packs.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 27g 1/2inindia had dust particles dust particles found inside 1ml ls syringe 27g*1/2" ( catcode 303284, lot 3352413 ) pack. In multiple packs.